Manufacturer narrative:
The intraocular lens (iol) was not returned for analysis and the reported complaint could not be observed. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip. The plunger tip is bent/damaged, this is most likely due to being returned bagged and loose in the carton. No iol returned. No reported "foreign material" returned. Photo review: video show cataract removal. The nozzle comes into view and the tip was inserted into the incision the haptics appeared to be tucked in the optic fold. The iol was advanced into the eye and begins to unfold. A metal surgical instrument was used to position the iol. A white colored material is observed at the periphery of the optic. Attempts are made to remove the material with a surgical tool. It is unclear from the video if the material is removed. The product investigation could not identify the root cause for the reported complaint "scratch or foreign material adhered to surface of lens" as neither the lens or the reported material was returned. Only the device was returned for evaluation. Due to the lack of returned sample, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery involving an intraocular lens (iol) implant procedure, a scratch or foreign material adhered to the surface of the lens after it was implanted. The foreign material could not be removed by aspiration with the irrigation/aspiration (I/a). Additional information received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).